Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
B3: date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7999797.

Event description:
It was reported one of patient's drg l4 leads had migrated which was confirmed via x-rays. Investigation was unable to identify which lead. Surgical intervention may be pending to address the issue.